Event description:
It was reported the pt complained of pain at the ipg site. It was also reported the pt would not like the ipg explanted. F/u indicated the pt's scs sys was explanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.